Event description:
It was reported that the system impedances measured 150 ohms and have been gradually increasing. It was noted that the patient has not gained weight. Disk analysis was requested, and engineering analysis confirmed the device is suspected to be prematurely depleting. Device replacement was recommended within 90 days. Technical services recommended getting a chest x-ray to evaluate system placement. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported.